Event description:
It was reported that the pt suddenly no longer had access to sound on (B)(6) 2014. The guardians denied a head trauma. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.